Manufacturer narrative:
Concomitant products: product ID: 3095-10, serial# (B)(4), explanted: (B)(6) 2014, product type: extension. Product ID: 3095-10, serial# (B)(4), explanted: (B)(6) 2014, product type: extension. (B)(4).

Manufacturer narrative:
Final device analysis of the extensions revealed the following: no anomaly found. (B)(4)

Event description:
It was reported there was a break or fracture in the lead or extension and the location was unknown but the reporter asked that the insolation be checked. It was noted the patient had a shocking or jolting sensation. It was stated impedance testing was done and x-rays were taken. The patient¿s extensions were replaced and the issue was resolved but the cause of the issue was not determined. It was reported the patient had pain at their extension location and at the device pocket but their outcome was reported as no injury.

Event description:
It was later reported the cause of the shocking was not determined. It was stated a device failure or connection issue was excluded. It was noted the impedances were in normal range and there were no low impedances. Reportedly, the patient¿s extensions were replaced on (B)(6)-2014 with new extensions and the results were okay. It was stated there were no further problems with the patient and the patient was okay and receiving effective therapy.